Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise being oversensed. This patient was hunched over when they received it. Noise was recreated in primary vector. This s-ICD was programmed to alternate vector and will continue to monitor. This electrode remains in service. No adverse patient effects were reported. Additional information was received that x rays were suggested. Isometrics and pocket manipulation were performed in which noise was observed in secondary vector when this patient moved their arm across their chest. This patient was experiencing anxiety, discomfort and hypertensive with high blood pressure as they were terrified, they will receive another inappropriate shock. This patient was admitted to the hospital and this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise being oversensed. This patient was hunched over when they received it. Noise was recreated in primary vector. This s-ICD was programmed to alternate vector and will continue to monitor. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise being oversensed. This patient was hunched over when they received it. Noise was recreated in primary vector. This s-ICD was programmed to alternate vector and will continue to monitor. This electrode remains in service. No adverse patient effects were reported. Additional information was received that x rays were suggested. Isometrics and pocket manipulation were performed in which noise was observed in secondary vector when this patient moved their arm across their chest. This patient was experiencing anxiety, discomfort and hypertensive with high blood pressure as they were terrified, they will receive another inappropriate shock. This patient was admitted to the hospital and this electrode was explanted and replaced with a new electrode.